Event description:
Customer reportedly received the following results on the aviva nano system within 10 minutes: 27.4 mmol/l, 12.3 mmol/l, and 5.2 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device however, test strips are no longer available; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.